Manufacturer narrative:
Received one used 142560488 primary plum set for inspection. Set had a crack at the secondary port. Set was leak tested per product specifications. There was leakage from the cracked secondary port on. The set with a crack could not be tested due to the leakage. The probable cause of the crack is due to environmental stress cracking during use. The reported complaint of a proximal occlusion alarm could not be replicated but can be confirmed based on a lot history review. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Corrective actions are in process. D9: device returned to manufacturer on 9/21/2023.

Event description:
The incident involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. The reporter stated that infusion by gravity was normal, but pump continued showing occlusion alarms after replacing the plum set. Pump was replaced, and therapy resumed. Reporter stated that there were no issues with the pump. There is unknown patient involvement and unknown patient harm in the event. This report represents the first of two incidents.

Manufacturer narrative:
E1: telephone extension: (B)(6). The device has been requested to be returned for evaluation; however, it has not yet been received.